Event description:
Customer's mother reported, that her daughter was receiving glucose results of around 200 mg/dl on their precision xtra blood glucose meter. Customer reported feeling symptoms of hyperglycemia and treatment was reportedly "severely altered." Customer was subsequently hospitalized. Laboratory tests that were obtained were reported to be around 400 mg/dl. It was then identified that the unit of measurement setting was set to mmol/l. Exact diagnosis and treatment, while the customer was hospitalized is not known at this time.

Manufacturer narrative:
Customer returned precision xtra blood glucose meter. Set meter's date and time to current date and time. Units were received as mg/dl. Meter powered on with insertion of both cal bar, test strips and button depression. Applied control solution on to 3 strips. Results are 42, 43, and 43 mg/dl. Did not observe incorrect unit of measure.